Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro appeared fractured. Upon withdrawing the device hospital noticed that the tip was fractured. They believe it came out of the box that way. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro appeared fractured. Upon withdrawing the device hospital noticed that the tip was fractured. They believe it came out of the box that way. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the harvesting handle. Charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be peeled off the tip of the cold jaw, exposing the metal point of the cold jaw. The peeled silicon insulation was not returned for evaluation. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as the analyzed failure ¿material twisted; bent wire" was confirmed.